Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a problematic flow. The flow rate problem was noted in the workshop during the annual maintenance check. There was no patient involvement and no human harm.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventative maintenance was performed. Service history review had no indication that the complaint was related to a service of the device within the review period.